Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was suffering from seizures and the device had an issue with the pilot balloon. Wherein the cuff failed due to seizures not to product malfunction. They observed a leakage issue and getting more detailed information from the physician that placed the tube. The tubes and packaging from the first two incidents was tossed and the leakage was due to patient seizures not the actual tube.